Manufacturer narrative:
The manufacturer had previously reported this event as a product problem but as per the pms evaluation, it needs to be reported as serious injury. The current report is being filed as a serious injury. Section b1 and section h has been updated/corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges cancer/kidney. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972, z-1973, and z-1974. H3 other text : device not yet returned.